Manufacturer narrative:
Pmsens71-a-20, adult sensor pmsens71-a invos kit, ad241203 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sensor, high rso2 readings were observed, with values becoming fixed at 95 on both hemispheres. The monitor displayed an alarm regarding the pre-amps, and the readings did not change despite multiple troubleshooting attempts. Clinicians attempted to resolve the issue by changing settings, borrowing different monitors from other departments, and testing separate parts including the monitor, pre-amp, cables, and sensors. Despite these efforts, the readings remained fixed at 95. The monitor was tested with a field test device and showed accurate numbers during this testing. Two different unused sensors were collected for further analysis. There was a history of a similar event in the same department, where one channel was normal and the other showed a fixed value of 95. There were no audible and visual alarms. There was no reported patient complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. The troubleshooting found the sensor did not show any signs of damage. It was reported that high rso2 readings were observed, with values becoming fixed at 95 on both hemispheres. The reported issue could not be confirmed. The most likely cause was not applicable because no problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.